Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Blood glucose value at the time of incident was 28 mmol/l which was treated with bolus. Customer stated that there was an occlusion alarm while treating with bolus. It was unknown whether customer was using the auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.